Event description:
It was reported that during implant when the physician disengaged the right ventricular (rv) lead from the device header after testing, he over-rotated the rv setscrew and had it twisted under the grommet. The physician after multiple attempts could not re-engage the setscrew and decided to pull out the grommet with forceps damaging it and losing the setscrew in the process. The device was replaced and a new device was used to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. The set screw was missing and the grommet was damaged. (B)(4).